Event description:
Boston scientific crm received info that this pt had an infection, which resulted in the removal of their device system. There were no other product performance or adverse pt issues reported. Implant, explant and event dates were not made available.